Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails have been made to obtain; patient treatment settings, patient information, patient photo. No incident form or photos has been provided by the user facility. An examination of the subject device was performed by lumenis service engineer after verifying all system functions including stk and maintenance that carried out in accordance with en62353 and lumenis specifications. Following the test it was found that hr 640 head - was not correctly calibrated, high energy was measured. High energy was reduced after performing a correct calibration. In additional clarification with a ce, it was found that the calibration is carried out by the user and that the cause of the adverse event was taken by the ce to be a user error (for example due to use of a dirty calibration adaptor). Also there is a note in a user manual on section 5.6 that indicating: "to provide accurate readings, the power meter must be kept clean and free of dust and debris. Clean it with a lint-free cloth and alcohol. Also, make sure to slide back the power meter cover after performing calibration". Clinical evaluation didn't perform, since no incident form or photos were sent to lumenis. Lumenis tried to retrieve information(including incident form completed by the user) from the facility but without success. According to the information received, the system malfunction that mentioned above is not considered the cause of this adverse event. This was a user error. Due to the fact that lumenis didn't receive required information from the facility and didn't perform a clinical evaluation (lack of information), this case is being reported in an abundance of caution.

Event description:
Lumenis received an adverse event report on a patient who had burned following treatment with quantum device. Customer also noted that it was happened due to incorrect calibration.